Event description:
It was reported that an asymptomatic patient presented to the operating room for change out due to normal eri. Externalized conductors were observed. Lead was tested and no electrical anomalies were detected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.